Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. The patient reported that an infection was caused by hair entering the tubing on (B)(6) 2025. This led to redness and infection on her abdomen, with the redness spreading to the size of a softball. The patient was treated with cephalexin antibiotic. No further information available.